Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte ag bc global leaks at the hub. The following information was provided by the initial reporter, translated from japanese to english: it was reported that there was a leakage of chemical from hub.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received seven photographs and three 24g x 0.75 in insyte autoguard bc IV catheters. The returned samples resembled the products in the photographs. The first two samples appeared used as residue was observed within the catheter tubing and catheter adapter. These units were received without the needle and safety shield. Microscopic evaluation revealed a breach or void in the molded adapter near the wedge. Further functional testing was performed by flushing the IV catheter with fluid. A leak was observed from the void in the catheter adapter. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the molding process. The third sample was unopened revealed no breach or damage to the catheter adapter. A device history record review showed no non-conformances associated with this issue during the production of this batch. T